Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue could not be conclusively confirmed at this time. Review of the device history record was not possible as the serial/lot number is unknown and was not able to be provided by the author.

Event description:
The following was published in esc heart failure in an article titled " remote haemodynamic monitoring of pulmonary artery pressures in patients with chronic heart failure (monitor-hf): a randomised clinical trial." An arrhythmia requiring invasive measures occurred and qualified as a device-related complication. It was confirmed that the arrhythmia was an atrial ventricular heart block that was resolved using a temporary pacemaker lead for one day.